Event description:
It was reported that an unk handpiece cord caused the micro sagittal saw to run without user activation during a procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
It is unk if the handpiece cord is available for investigation. A follow-up report will be filed if it is received and if quality investigation results require.